Manufacturer narrative:
The complaint sample was evaluated and the results revealed the solution met all chemical specification requirements. A review of the lot batch record and testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. Based on available information, no causal factors and be determined and no conclusion can be drawn.

Manufacturer narrative:
The product was returned and the evaluation is currently in progress. Medical documentation was requested but will not be provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A retailer reported a consumer used the product for four days and developed drainage and itching in both eyes. The consumer reported experiencing eye redness upon initial use of the product and at that time thought it was from being outdoors. On the next day, the consumer experienced redness, itching, draining and was hardly able to open her eyes. Consumer did not physically visit a doctor but had a virtual visit with an eye doctor. The consumer forwarded to the doctor a photo of her eye along with her symptoms and the doctor diagnosed conjunctivitis. The doctor prescribed ciprofloxain to use every 3 hours until the symptoms resolved. The consumer used the medication for 5 days and recovered. Medical documentation was requested but will not be provided.